Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported no further problems on following cases. System tested and verified as ready for use. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer experienced erratic movement on universal surgical manipulators (usm2) and usm4 when using the vessel sealer extend instrument. The clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical support engineer (tse) after the procedure and reported that the customer advised that the usm jumped a couple of centimeters without input from the surgeon. Tse was unable to view the system logs at the time of the call. The system was connected, but live and historic logs were not available. The customer further advised that the procedure was completed. The system was rebooted after the procedure and the usms were tested with no issues noted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head was inside the surgeon console's high resolution stereo viewer (hrsv) and while the surgeon was attempting to manipulate instruments from the surgeon console. The csr was not in the room at the time of the event but was messaged that the instrument moved beyond what the surgeon intended it to and without the surgeon making the observed movement. The surgeon described the movement as delayed and incorrect movement or movement occurring not under his control. The issue occurred in multiple cases and the surgeon continued on with the procedure as normal following the incident. There was no injury to the patient as a result of the event. There was no instrument-to-instrument or system arm-to-arm interference during the event.